Manufacturer narrative:
Based on the information provided the xenmatrix ab graft was placed in a grossly infected abdomen with bowel content draining from the wound. It appears that the reported "disintegration" of the graft may have been the result of placing the graft in a grossly infected environment. The warning section of the IFU states, "this device is not indicated for the treatment of infection. If an infection develops, treat the infection aggressively." The precaution section states, "place device in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling." And "when unable to close skin over the xenmatrix ab surgical graft, ensure that the implant remains moist. Avoid drying of the implant through "continued suction devices" as this may negatively impact the performance of the implant." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information available at this time, no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2016 an obese patient with two grossly infected open areas on the abdomen underwent a procedure to explant two non davol mesh that had been implanted for approximately one year. As reported the infected areas never closed following the implant of the non davol mesh one year prior. At this time a xenmatrix ab was placed into the abdomen as an onlay. It is reported that the bacteria in the infected areas is believed to have been e. Coli as there was bowel content draining into the wound. Three days post repair, the xenmatrix ab was reported to have a large portion that had disintegrated. As reported, there was no adverse effect on the patient due to the graft disintegration. The remaining graft was not explanted and the surgeon is monitoring the patient at this time with no scheduled surgical intervention.

Manufacturer narrative:
This is an addendum to the initial MDR to make corrections to the product classification code and to the 510(k) #.